Event description:
Customer reported via phone call that they had a high blood glucose of 600 mg/dl. Customer reported fluid in the reservoir barrel which was not insulin. They were trying to rewind the insulin pump when they noticed fluid inside the reservoir compartment. Assisted for self test and insulin pump passed. Customer stated that there were another sources of leaks. Mode of treatment for high blood glucose is unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.